Manufacturer narrative:
It was further stated in the ufr that the internal battery was found overaged resulting in reduced capacity. The hospital did not involve the local dräger s&s organization into any follow-up measures because the issue could be remedied by own resources - it was mentioned that the unit is back in use after exchange of the battery. Dräger concludes the following: it is plausible that an overaged battery exhibits a significantly reduced runtime and may cause an unexpected early shut-down. The internal battery shall be regularly inspected; the recommended replacement interval is two years (at standard use conditions). The IFU emphasizes that the internal battery serves as an important fail-safe mechanism and shall thus be checked for availability prior to each use cycle. In particular, the user shall disconnect the device from mains supply during pre-use check and observe if the device continues operation on battery. In shut-down state the pneumatic system is open to ambient to allow spontaneous breathing. The entire device was manufactured in 2020 and thus operated for five years. It cannot be excluded that it was still equipped with the original battery installed at the time of manufacturer. Dräger finally concludes that lack of preventive maintenance and failure to follow manufacturer's instructions were contributing factors in the event; appropriate risk mitigation measures are in place.

Event description:
It was reported to dräger in a user facility report that the device posted an alarm during patient transport indicating a low internal battery and shut down. As per report, the patient was immediately connected to another device; the event did not lead to any health consequences.